Manufacturer narrative:
H10: multiple attempts have been made on 07-oct-2023, 24-oct-2023, and 01-nov-2023 to try to obtain further information about this case, but no response was received from the biomedical engineer (bme). This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60, indicating that the bottom of the touchscreen was not responsive, and the touchscreen could not be calibrated. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the bottom of the touchscreen was not responsive, and the touchscreen could not be calibrated. The rse provided the part number of the touchscreen to the customer for repair upon request.